Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope exhibited a black image. The issue occurred during an unspecified procedure. There were no reports of patient or user harm, injury, or death.